Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, capture thresholds were at 5.0 v. During the repositioning attempt, the lead was nicked while cutting the suture knot.